Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touchverioiq meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient the product issue began 2 weeks ago. The patient alleged obtaining an inaccurate result of "5322mg/dl" with the subject meter and "454 mg/dl" with a another device (ot verio ), performed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results does not exceed lifescan's criteria for accuracy. The patient stated they manage his diabetes with insulin (no-adjustments). The patient confirmed that he did make changes to his usual diabetes management regimen in response to the alleged product issue; the patient alleged increasing their medication (app 200 units) in response to the inaccurate high issue. The patient claims he developed symptoms of "low blood sugar, sweating, fever, blurred vision, incoherent." One hour and 30 minutes after the product issue. The patent alleged self-treatment with insulin, 1 hour and 30 minutes after the product issue. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct sample site was used, the vial was not cracked or broken, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was unable to walk through a retest as the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.